Manufacturer narrative:
The lens was not returned for evaluation. The device history records (DHR) were reviewed and no discrepancies or anomalies were found. Based on the available information the root cause of this event cannot be conclusively determined.

Event description:
Reportedly, the lens in the left eye had an anterior vault 1 week post surgery, causing "myopic surprise" to patient. Patient lost confidence in the iol and felt very nervous until it was removed and replaced with an iol of a different brand. Post iol-replacement surgery, the patient prognosis is good and the patient is happy with the replacement iol.